Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00279-1.

Event description:
It was reported the screws fractured at or near the head of the screw. The surgeon replaced the broken screws. There was a five minute delay. It is reported thirteen screws will be returned for evaluation. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the screws (part# 95-6105, lot# 273340 (qty 7), lot# 500660 (qty 6)) showed signs of significant wear. All 13 of the screws were fractured near the head of the screw, around the first thread. The screws were not functionally tested as they were clearly fractured and missing nearly the entire threaded portion. There are no indications of manufacturing defects. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to excessive torque applied during insertion of the screw. The instructions for use (IFU) for this screw states in the section titled 'warnings': intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws. The IFU also states in the section titled 'bone screws': excessive torque can cause the screw to fracture. Self drilling screws may fracture, bend or break if used in a bicortical application. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00279-2.

Event description:
This report is being submitted to document the device evaluation.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00279.

Event description:
It was reported multiple screws fractured during the "process of nailing." Attempts have been made and no further information has been provided.